Event description:
After 3 months from the initial surgery, reversed dislocation occurred. Revision surgery done on (B)(6) 2015.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.